Event description:
It was reported the emt injured themselves while manually lifting the cot (difficult to load/unload). The user facility reported the emt sustained neck and back injuries; at the ER they were diagnosed with a lower back strain and received several medications for pain and muscle spasms.